Manufacturer narrative:
The acist contrast injection system was taken out of svc in 2008 and was returned to acist for testing. The system was tested and met all pre-established specs. The disposable kits used during the procedure were discarded by the hosp; therefore, no analysis can be made on these items. No definite conclusion can be made as to the cause of this event. This report is closed.

Event description:
The user facility reports: during an interventional cardiac angiography, while using the acist e2000 voyager contrast injection system, a small amount of air was injected into a pt. The pt's ECG showed st segment elevation with a duration of 1 - 2 minutes. No other adverse health effects were reported.